Event description:
Physician was trying out a new blade by ethicon endo-surgery. A problem surfaced when part of the blade touched and burned into the mallinckrodt pediatric oral endo tube. No pt injury resulted, but the physician questioned the new design of the blade. He wanted the sheath to extend up to the cutting tip of the blade. A product complaint was then generated by the product rep in which she contacted a rep of product engineering. Physician will continue using the old style blades in the generator.